Manufacturer narrative:
PMA/510(k) # k142688. (B)(4). Exemption number: e2016031. (B)(4). This report relates to the second echo needle device that broke. 1 x echo-hd-3-20-c was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the stylet was not fully inserted on return. The broken part of the needle was returned in a container. There was a kink at the notch of the needle. The broken part of the needle measures 7.5mm,distally, the stylet was protruding the same difference. There was a kink below the sheath extender, this could have possibly incurred during transportation of the device. The customer complaint is confirmed as the needle is broken. A potential root cause for this event may be caused by hard lesion/torturous anatomy. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. Additional questions have been asked to help aid the investigation 10 august 2107:¿at what location on the needle did it break? Could the stylet be re-inserted? Was the sheath viewed exiting the scope before puncturing lesion?¿ prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, and precautions section: that accompanies this device instructs the user to ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site, when targeting multiple sites, replace device for each site.¿ the risk was assessed as qera-16-031 rev 008, and the risk was determined to be low. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted as the device was returned and evaluated as reported to customer relations, "during eus procedure, the needle broke." During an eus procedure, targeting a pancreatic cyst, the physician attempted to puncture the cyst with a 20g procore needle. The physician stated that the scope was in a very torqued position. While the physician was trying to puncture the cyst, he was unable to push the needle out of the sheath. At this point, they opened up a 2nd/new needle and tried to puncture the cyst again, and he was able to make an initial puncture, but unable to move the needle back and forth due to friction. The needle was retracted into the sheath and the physician pulled it out of the scope. When the needle was pulled out of the scope, the broken piece of the needle dropped off on the bed. At this point, a new needle was opened and used finish the procedure." This report relates to the second echo needle device that broke.

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 this report relates to the second echo needle device that broke. It was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A potential root cause for this event may be caused by hard lesion/torturous anatomy. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. Additional questions have been asked to help aid the investigation 10 august "2107":¿at what location on the needle did it break? Could the stylet be re-inserted? Was the sheath viewed exiting the scope before puncturing lesion?¿ prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl from the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations, "during eus procedure, the needle broke." Additional information provided by the dm via phone conversation on 10aug2017: during an eus procedure, targeting a pancreatic cyst, the physician attempted to puncture the cyst with a 20g procore needle. The physician stated that the scope was in a very torqued position. While the physician was trying to puncture the cyst, he was unable to push the needle out of the sheath. At this point, they opened up a 2nd/new needle and tried to puncture the cyst again, and he was able to make an initial puncture, but unable to move the needle back and forth due to friction. The needle was retracted into the sheath and the physician pulled it out of the scope. When the needle was pulled out of the scope, the broken piece of the needle dropped off on the bed. At this point, a new needle was opened and used finishthe procedure." This report relates to the second echo needle device that broke.